Event description:
Additional information has been received for this case. The films of the post-op CT indicate that there no extension implanted in the contralateral limb off of the bifurcated stent graft; this is the likely source of the contrast filling the aneurysm sac. From the position of the ro marker on angiograms, it appears a limb extension was implanted high on the ipsilateral side; it is possible this extension was intended for the contralateral side. There was significant metal on the ipsilateral graft side, combined with the scan slice resolution of 2.5mm, makes it difficult to discern graft details. The ipsilateral side of the stent graft possibly has three layers of grafts: making distinct imaging difficult, the ipsilateral limb, a limb extension implanted higher than recommended, and the aui and extensions implanted to address the reported endoleak.

Event description:
An endurant stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. The aneurysm size is unk. Vessel morphology was reported as moderate tortuosity and mild calcification. The following stent grafts were implanted (B)(4), (MFR report# 2953200-2011-01678) (B)(4) (MFR report# 2953200-2011-01681) ipsilateral limb and two (B)(4) (MFR report# 2953200-2011-01680 and 2953200-2011-01679) on the contralateral side. It was reported that the final angiogram run, there was a retrograde quick filling the sac indicating an unk endoleak. The surgeons believe that it may be from the ipsilateral limbs or this could be a type IV endoleak, blush due to there being no one specific area of contrast leaking, quick filling of the sac and previous issues with the size 23 grafts. After converting to an aui plus extension, the endoleak was no longer present on the final run. No add'l clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
(B)(4). Evaluation results and conclusions: (endoleak), (moderate tortuosity).